Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter could not be confirmed. The products returned for evaluation were four sealed 20g powerglide st catheter kits. Additionally, a loose introducer needle and statlock pouch were returned. Each kit was opened and the components inspected. Gross visual inspection did not identify any damage to the components and no kinking was observed. Each kit was then tested by simulating the insertion procedure against mock skin following the kit's instructions for use. No kinking was observed on any of the catheters during or after testing. Each catheter was tested for occlusions by flushing with water using a 12 ml luer lock syringe. No occlusions were identified in any of the units. Based on the available evidence, the returned product appears to have functioned as intended and the reported event could not be reproduced. Therefore, the customer's reported defect could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the powerglide st kinking directly after insertion, line won't aspirate, removed catheter and visible catheter kinking. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that the powerglide st kinking directly after insertion, line won't aspirate, removed catheter and visible catheter kinking. No other information was provided.